Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had time clock anomaly. The customer's blood glucose level was unknown. The customer reported that the had to adjust the time every week. Customer stated the loss was not greater than 1 minute per week. Customer stated loss was greater then 4 minutes per month. They were unable to perform the self test on the insulin pump at the time of the call as they did not have the insulin pump. The insulin pump will not be returned for analysis.